Event description:
A customer reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, efforts to resolve the issue by reloading the same cartridge were unsuccessful. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. Following this, the customer successfully loaded a new cartridge onto the pump, resolved the issue, and was able to resume insulin delivery.